Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that the patient with this right ventricular lead reportedly had an increase in pacing threshold and reduction in r waves measurement. Chest x-ray showed that this lead had pulled back and all of the initial lead "slack" was gone. This rv lead was explanted. No adverse patient effects were reported. The right ventricular lead was not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The event and explant dates provided do not make sense so they were left off of this report.